Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap exhibits severe devitrification at output window. The metal cap exhibits mild char on surface. In addition, analysis identified the glass cap exhibits a circumferential fracture at the proximal side of fiber/glass fusion zone. The fiber proximal to fracture can rotate independently of metal cap. This failure mode is indicative of a fracture beneath the metal cap. The outer flow tubing open end exhibits minor scratch marks. Based on the observed circumferential fracture at proximal side, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. A temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the cause resulting in the observed circumferential fracture. Analysis of the device did not identify signs of detachment/breaks along the fiber body. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the tip of the second fiber dislodged. The fiber was exchanged and a third fiber used to continue with the case. There was no patient outcome information provided.

Event description:
It was reported that during a photo selective vaporization of the prostate (pvp) procedure, the tip of the second fiber dislodged. The fiber was exchanged and a third fiber used to continue with the case. There was no patient outcome information provided.